Manufacturer narrative:
Updated fields:b4,d9(return to manufacture date),e1(initial reporter,event site email),e3,g3,g6,h2,h6(type of investigation,investigation findings,investigation conclusions),h11 due to character limitations, complete initial reporter name: (B)(6) a getinge field service engineer (fse) inspected the unit and confirmed that the pump could not perform an autofill upon arrival. The fse identified a defective patient/pneumatic module assembly and replaced the component. A full system test was then performed, and all tests passed according to factory specifications. The failure analysis and testing department received part pneumatic module assy with a reported failure of unit will not autofill.the fat dept.conducted a visual inspection of the part received and found that the part is in good condition.the fat department installed part pneumatic module assy in the cardiosave test fixture and tested to factory specifications.the fat department performed all manifold tests and autofill tests and did not detect any anomaly. The pim also passed functional test and met the required acceptance criteria.retaining the pneumatic module assy in the fat dept.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: f11, f13 (previously in the initial emdr, both f11 and f13 were selected by mistake. Kindly ignore the entries of those fields and it is not applicable).

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump had auto filling error. Discovered at pumping initiation and pump was swapped. There was no patient involvement.